Manufacturer narrative:
Block b3: exact date unknown, event occurred september 2024.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure and a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.